Manufacturer narrative:
This report is submitted on august 4, 2020.

Event description:
Per the clinic, the patient experienced a wound breakdown at the incision site. The patient was placed under general anaesthesia on (B)(6) 2020 for a revision surgery to close the wound. The implanted device remains.